Event description:
The patient had complained of pain in her back. The patient's intrathecal catheter was explanted after 106 months implant duration and returned to the manufacturer.

Manufacturer narrative:
Final device analysis results reveal - catheter abrasions. Two areas of abrasion appear on the catheter. The worn portion does not go through to the inner lumen. The wear area most likely occurred at one end of a catheter anchor.